Event description:
The customer reported a problem with her freestyle blood glucose meter which suggests the memory overwrite malfunction has occurred. She also reported she experienced the following symptoms: "loss of consciousness, disorientation, temporary memory loss, shakiness and weakness". It is unknown if both events were actually related. The customer also reported she stopped taking her amaryl medication. The customer was taken to a local hospital, but is unknown what kind of medical diagnosis and treatment was rendered to ameliorate the customer's symptoms. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Customer returned meter. The complaint is under investigation and a follow-up report will be filed once the investigation is complete. Regarding the memory overwrite malfunction: customers and retailers have been informed through the letter.